Event description:
It was reported that during implant the left ventricular lead was attempted but not used due to positioning difficulty, high threshold and nerve stimulation. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found.